Event description:
It was reported that three deltaplush cerecyte coils got stuck in a non-codman microcatheter. There was resistance during insertion. During product analysis, all of the coils were found to be severely damaged. There was no reported patient injury or required intervention.

Manufacturer narrative:
(B)(6). This is 1 of 3 mdrs being submitted for patient identifier: (B)(6). Complaint conclusion: the coil was returned protruding outside the sheath. The coil is severely damaged at the proximal end and has buckled. Located off the ball tip, approximately the last two secondary windings are severely damaged. The proximal end of the coil was received severely damaged. The evidence suggests that distal interference inside the microcatheter may have contributed to the resistance and the coil becoming stuck inside the microcatheter. However; the exact source of this interference cannot be determined. In addition; without the return of the echelon 10 microcatheter and the hemostatic valve used in the procedure; it cannot be determined if these components contributed to the complaint event. It should be noted that all three coils in this complaint (all different lot numbers) used in the same procedure have similar damage at the same location. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.